Event description:
It was reported that the electrocardiogram (ECG) cables were attached to a patient with a pacemaker and telemetry showed an atrial flutter with a programmer. The physician then ordered a 12 lead ECG diagnostic test and verified that the patient was in sinus rhythm. The ¿display¿ behavior occurred again for a different patient. However, this "display¿ behavior did not occur again for other patients. The technician then verified that the cables were connected correctly and had only one set of ECG cables to use and could not verify if this behavior occurred with a different set of ECG cables. The physician examined the 12 lead ECG and no further action was performed with regards to the device programming. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).